Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to place pump into storage mode, continue using current pump as backup therapy until replacement arrived, and then program pump settings and reconnect cgm on replacement device, and customer agreed to return problematic pump using prepaid label within 10 days.